Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00011 on (B)(4) 2010. Updated (B)(4) 2012: the root cause of the discordant (B)(6) results was identified as being due to the customer's laboratory information system (lis) not using the interpretation aspect for calculation of the interpretation of a sample. The practice of use of any other aspect, such as index or concentration, is not supported by siemens, and may result in an incorrect interpretation. Siemens released a customer bulletin ((B)(4)) in (B)(4) 2010, to alert customers to the potential for a lis to process different result aspects than those transmitted from advia centaur, advia centaur xp, and advia centaur cp systems. The bulletin also noted that the (B)(6) assay is most commonly affected, as there is an initial check against a relative light units (rlu) cutoff which the lis cannot perform.

Event description:
Discordant advia centaur (B)(6) confirmatory results were obtained on a patient sample. The result was not released to the physician. There are no reports of adverse health consequence or patient intervention due to the discordant (B)(6) results.

Manufacturer narrative:
The customer contacted the siemens technical service center to complain that a (B)(6) result was interpreted as positive after a numerical (B)(6) confirmatory value was sent to their lis from the advia centaur. This was inconsistent with the advia centaur (B)(6) confirmatory result of not confirmed. Based on the information provided and analysis of the data, it was found that the customer's lis is not setup to receive the advia centaur interpretation of the (B)(6) confirmatory test result. The customer's lis accepts only the numerical value. The instrument is performing within specifications. No further evaluation of the device is required.